Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-27783. The report was submitted in error.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the catheter got stuck tot the applicator and didn't stick to the skin. No patient injury was reported.